Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a squeezed and damaged lead body 18cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. In this region the suture sleeve was found fractured due to mechanical forces applied during the implantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the implantation, the lead was dislodged. Re-operation was performed. The physician observed that the sleeve was split apart, so the lead was replaced because the ligated thread seemed to damage the lead body.